Event description:
During a follow-up, intermittent loss of capture and low pacing impedance was noted on the right ventricular (rv) lead. The lead was reprogrammed to unipolar mode. However, after reprogramming myopotentials causing noise and intermittent pacing inhibition were noted. The rv lead and device were explanted and replaced. The patient was stable with no adverse consequences. Related manufacturer report number:2017865-2018-05891.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the connector revealed no anomalies. Analysis of the device image indicated the average monthly battery voltage and current trends were normal. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. Analysis of the device outputs, pacing rate tests, sensitivity, and crosstalk/noise tests were performed, which indicated no anomalies. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.